Event description:
Impella cp was inserted via left femoral artery in a 33-year-old male patient for cardiomyopathy with intent to bridge to lvad. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage e. While on support the pump function was within expected range with noted pump metrics of p-4 2.2 l/min. During support there were noted concerns of hemolysis. The physician was unable to reposition the device. The following day the pump was explanted with noted survival to explant.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
E1 added zip code extension as it was omitted from the initial report that was submitted. E4 added selection as it was omitted from the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. H10 this is one of two related reports. This report represents the second impella cp and another report was submitted for the first impella cp. Related report number was added. Investigation summary: the investigation has been completed. The cause of the hemolysis could not be determined as no product or logs were returned for evaluation. The cause of the positioning issue could not be determined as limited clinical details were provided.